Event description:
The customer reported the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. The patient's chemotherapy infusion was stopped and a new bag was hung at an increased infusion rate to complete the therapy on time. There was no patient harm.

Manufacturer narrative:
No product will be returned. No investigation was performed. The root cause of the customer's experience was not identified.

Manufacturer narrative:
(B)(4)